Manufacturer narrative:
The tech replaced the head panel gas springs to repair the stretcher.

Event description:
Info received indicates the head section will not go up or down and is stuck in a lower position.